Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the device jammed at the very 1st stapling. There was no extension of surgery time. There was bleeding of more than 500 cc. There was no tissue damage. Another device was used to complete the procedure.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device. Initial visual inspection of the instrument noted no abnormalities. Functionally, the instrument was loaded with a single use loading unit. During testing of the instrument a skip was noted in the firing stroke after closure of the loading unit jaws. An access hole was cut into the instrument body for visualization of the firing rack. This examination noted sheared teeth on the anterior firing rack. Product analysis suggests the product was used in a surgical procedure. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. No enhancements or improvements were generated. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.